Event description:
In 2009, the patient was treated for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. A trunk-ipsilateral leg endoprosthesis and contralateral leg endoprosthesis were placed without incident. During withdrawal of the 18 fr gore introducer sheath, however, the right (ipsi-lateral) external iliac artery (eia) ruptured. The rupture was occluded with a gore viabahn endoprosthesis, but the initial damage required a gore surgical graft bypass from the common iliac artery to the femoral artery to complete the repair. The patient left the operating room in stable condition with no further complications.

Manufacturer narrative:
Device lot / serial numbers are not available to conduct a manufacturing records review. A manufacturing records review was not conducted. Attempts to acquire information required for this form were made by gore. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable.